Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that lid of the battery housing was completely broke off. Although this event occured out of surgery, it is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Upon receipt of the product, it was confirmed that the housing lid was broken and the hinge cover was chipped. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.